Manufacturer narrative:
An eval of the reported device cannot be performed as the device was not made available to be returned to the MFR. Add¿l info (including x-rays and medical records) was requested. Should add¿l info become available, the eval summary will be submitted in a supplemental report.

Event description:
The vigilance responsible of the hospital forwarded via fax on (B)(6) 2012 the report of an event that involved a patient. This patient underwent a primary thr surgery in 1991. On unspecified date in 2005 the pt underwent an explantation and a new implant with a stryker product. Presumably this product is a pca. On (B)(6) 2011 the pt underwent a new revision surgery due to loosening of the involved prosthesis.